Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, one day post implant, that atrial sensing occurred during ventricular sensed events. A chest x-ray was performed and confirmed that the right atrial (ra) lead had dislodged into the ventricle. The lead was explanted and the port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.